Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred.the 90% stenosed lesion was located in the moderately calcified and moderately tortuous middle segment of left anterior descending artery. On a first inflation of a 15mm x 2.00mm nc quantum apex balloon catheter, the balloon was inflated to 15atms for 5 seconds and ruptured. The procedure was completed with a different device. No patient compliactions were reported and the patient's status was good.